Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were noted for complaints. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient stickers included in the accessory kit did not match the packaging (retail box and pouch).